Event description:
It was reported that a patient experienced peritonitis with cloudy effluent coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12i15047, h12h12012, and h12g20066 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.